Manufacturer narrative:
For both of the malfunctions, the devices were returned for evaluation. The company is still investigating the issue at this time.

Event description:
This report summarizes two malfunctions. A review of the reported information indicates that model 0601610 chronic catheter experienced a defective component. This information came from various sources. Both malfunctions involved a patient with no patient consequences. The patients' age, weight, and gender were not provided.

Manufacturer narrative:
H10: for both of the malfunctions, the devices were returned for evaluation. The first device investigation is confirmed for the observed catheter aneurysm and the tear observed in the inner catheter and the second investigation is confirmed for both the burst and for the separation of the main line from the protective sleeve. The definitive root cause could not be determined based upon available information. The devices were labeled for single use. H10: g4. H11: h6 device code + description (1068 and 1074), h6 (results 1, conclusion 1). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicates that model 0601610 chronic catheter experienced a defective component. This information came from various sources. Both malfunctions involved a patient with no patient consequences. The patients' age, weight, and gender were not provided.